Manufacturer narrative:
The embolic protection device was then carefully, but quickly removed utilizing the removal catheter. Immediate follow-up angiography revealed brisk flow intracranially without defect. It was not noted whether debris was found in the filter upon retrieval. The site reported a 0% final residual stenosis. Soon after completion of the examination the pt demonstrated weakness in the left upper extremity and left lateral neglect. The pt was taken immediately to CT from the angiography table. No acute abnormality was identified. The site reported a tia event lasting >24 hours, but fully resolving, pre-procedure the nih stroke scale score was 0 and the rankin stroke score was 0. The post procedure neurological exam was performed at an unk time revealed a nih stroke scale score of 3 due to partial hemianopsia. Left arm drift and visual tactile, auditory, spatial extinction or personal inattention. The rankin score was 1. A head CT without contrast was performed post procedure for the neurological event revealed the following according to the dictated report: diffuse involutional changes felt age-related. Probable small vessel ischemic changes in the periventricular and subcortical white matter. Probable chronic small infarcts visualized in the right basal ganglion and right cerebellar hemisphere there is a small, but asymmetric low attenuation subdural collection visualized in the right frontal parietal area which likely reflects a chronic subdural hematoma or hygroma. Correlation is advised. There appears to be contrast material in the vascular system. This is likely related to prior contrast administration. Correlation is recommended. According to the neurology progress note, the pt complained of left upper extremity numbness and weakness since the right ica stent. Mild confusion for 5 minutes was reported after the procedure. The pt did not have a headache. The neurology exam revealed the following deficits: alert and orientation 2.5 times, left visual field decreased (extinction), extremity, but pinprick was equal. The neurologist's impression was a right hemisphere stroke. On the following day, post procedure, the neurologist noted, that the pt's blood pressure has resolved since sitting up. There was a brief rhythm disturbance noted. The pt continued to complain of left upper extremity "heaviness". The pt's blood pressure was 140/70 mm hg. The following neurological deficits were noted: definite left homonymous hemianopsia, extinction to double simultaneous stimulation on left upper extremity, mild 4/5 distal weakness left upper extremity, positive drift. The left lower extremity was 5/5 and the right side was within normal limits. A repeat head CT two days after the index procedure revealing the following according to the dictated report: no acute intracranial abnormality. Atrophy and chronic changes. The site reported full recovery with no deficits from the tia event which the site reported was related to the index procedure, but not the devices. The discharge summary noted the rhythm disturbances as bradycardia. The pt was seen in consultation by cardiology and placed on telemetry. The bradycardia improved prior to discharge. The discharge summary further noted that the pt was improving neurologically. The following discharge diagnoses were documented: carotid artery occlusion without cerebral infarction. Urinary tract infection. Cardiac dysrhythmias. Paroxysmal atrial tachycardia. Coronary arthrosclerosis. There were no further post-procedure complications reported and the pt was discharged in 2007 on clopidogrel. The next month, the 30-day follow-up was performed. The nih stroke scale score was 1 and the rankin score was 0. This is one of two products involved in the same pt and reported under mfg number 1016427-2008-00143 and 9616099-2008-01304.

Event description:
This event was originally reported as transient ischemic attach (tia) under the study database site; however, upon adjudication with the clinical events committee the incident was determined to be a stroke. The pt underwent the index procedure with delivery of the angioguard ecgw, pre-stent balloon angioplasty and placement of one precise rx stent in the right proximal internal carotid artery (ica). Immediately following post-dilatation, angiography revealed poor flow in the right ica presumably related to spasm according to the index catheterization report.